Event description:
Hill-rom technician found that the head section could not be lowered. He found that the gas springs were frozen. He replaced the gas springs and the head section function properly. He found this stretcher out of service in the bed shop and there were no alleged injuries.